Event description:
White plastic handle broke upon impaction - brown wooden handle threads damaged.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Although the complaint is non-verifiable, a previous investigation found eco-209788 that was implemented on (B)(4) 2006 to alleviate handle fractures; a metal washer was added at the distal end of the handle to protect the radel handle from impact during an extraction type hit. Related CAPA (B)(4) was closed on june 15, 2006. An attempt was made to obtain the lot number of the reported device but was unsuccessful. Without the lot number, the date of manufacture is unknown. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.